Manufacturer narrative:
(B)(4).

Event description:
It was reported that changes were made to a pt's drug concentration on 08/16/2011 and the pump was updated with the correct info. However, the session data report did not reflect these changes. It was also reported that the pt's catheter had been kinked at the time of the concentration change, so the pt did not experience any adverse events. Per the hcp, "it is unk whether the issue was the programmer or the pump". The hcp stated that the pt had no injuries. A catheter revision was performed 08/26/2011 and the correct data was updated into the pump. The medication administered via the pump was hydromorphone, bupivacaine and clonidine.